Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an electronic order of propofol was sent via interoperability "but during its lifecycle, the pump was stopped" and propanolol was started using guardrails. It was noted that eventually the propanolol was stopped and user selected propofol drug from guardrails library again. The clinician would like to know if the user sees an alert whatsoever when inputting the parameters on the propanolol using the propofol data. There was patient involvement but unknown impact. Multiple attempts have been made, the requested additional information was not provided. Bd interoperability consultant provided the customer with preliminary data based on the review of hl7 messages. It was confirmed that propanolol was manually programmed on the pump at 14:27:27. It ran at 10 ml/hour until 14:33:31 when it was stopped. A total of 1.0 ml was infused under this medication (propanolol). Data from infusion knowledge portal (ikp) were also reviewed by bd interoperability consultant and found that at the time of the event, the user received several alerts during programming: concentration alert, dose alert, and duration alert. These alerts were triggered several times and eventually overridden during manual programming.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that an electronic order of propofol was sent via interoperability "but during its lifecycle, the pump was stopped" and propanolol was started using guardrails. It was noted that eventually the propanolol was stopped and user selected propofol drug from guardrails library again. The clinician would like to know if the user sees an alert whatsoever when inputting the parameters on the propanolol using the propofol data. There was patient involvement but unknown impact. Multiple attempts have been made, the requested additional information was not provided. Bd interoperability consultant provided the customer with preliminary data based on the review of hl7 messages. It was confirmed that propanolol was manually programmed on the pump at 14:27:27. It ran at 10 ml/hour until 14:33:31 when it was stopped. A total of 1.0 ml was infused under this medication (propanolol). Data from infusion knowledge portal (ikp) were also reviewed by bd interoperability consultant and found that at the time of the event, the user received several alerts during programming: concentration alert, dose alert, and duration alert. These alerts were triggered several times and eventually overridden during manual programming.